Event description:
Boston scientific received information that this subcutaneously placed implantable cardioverter defibrillator (ICD) and transvenous right ventricular (rv) lead exhibited oversensed noise on the rv shock and rate/sense channels. The patient is in third degree heart block, and became syncopal as a result of pacing inhibition from the oversensed noise. The patient's device was interrogated in the emergency room, where a significant amount of episodes with noise were found in device memory. The noise was unable to be recreated while the device was checked in the emergency room. Of note, rv pacing thresholds had increased, but rv impedance measurements remained within normal range. A competitive revision procedure was later performed, during which noise was reportedly reproduced via isometrics. The device and rv lead were explanted during the procedure, and of note, the rv lead may have incurred damage from the extraction process. Available information suggests that these products will be returned to boston scientific for analysis.

Manufacturer narrative:
No additional information is available at this time. This event will be updated if any additional information is received, or if these products are returned for analysis.

Manufacturer narrative:
Subsequently, this device and rv lead were returned to our post market quality assurance laboratory for analysis. Initial analysis of the device discovered that it had no telemetry. Further detailed device analysis discovered induced damage consistent with exposure to electrocautery, resulting in the loss of telemetry. The header set screws were then inspected and found to be operating normally. Pin gauge measurements of device header ports confirmed that the header dimensions were within specification. Analysis of the rv lead also found induced damage, occurring at the time of explant. Laboratory analysis confirmed that this rv lead was electrically continuous. Final laboratory analysis of these product was unable to confirm the clinical observations. This event will be updated if any additional information becomes available.